Event description:
Customer called to report the insulin pump had a broken belt clip and unresponsive buttons. Blood glucose reading was 105 mg/dl. The customer mentioned that the insulin pump was in the bathroom when she was taking a shower. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.